Manufacturer narrative:
Additional information in sections a2, a4, b5, d9, d10, e1, e3. Additional reporter: (B)(6).

Event description:
Additional information received on january 13, 2026. The incident has no negative consequences for the patient or healthcare staff. There was no delay in therapy, and no additional medical intervention was necessary. There were no blood loss and no unprotected exposure to chemotherapy. The type of procedure used was hemodialysis. The valve was placed on (B)(6) 2025, and was changed on (B)(6) 2025. It was used for three days. After the incident the device was replaced. No defect was observed on the device before use. Disinfectant used on the valve: alcoholic chlorhexidine and enoxaparin was in the circuit.

Manufacturer narrative:
The device has been requested for evaluation. However, it has not yet been received.

Event description:
An incident involving tego connector reported during the catheter disconnection procedure, when I disconnect the line from the arterial branch, there is a drip of blood at the end of the tego cap. The line was cleaned with the saline syringe and the drip stops. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.